Event description:
During use of the device for a non-clinical activity, the user reported that the bracket would not loosen from the pole and could not be repositioned. The knob used to loosen the bracket would just spin. No other details regarding the nature of the event were provided. Since this event occurred during a non-clinical activity, there was no pt involvement during this event.